Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0213698056, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-jul-2021, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had ¿no response¿ during an electrophysiological test performed at the time of implant. The cause of the issue was unknown. The lead was replaced as a result of the issue in order to complete the operation. It was noted the lead replacement was considered an effective measure. The patient was in good condition at the time of report; no complications were reported or anticipated.

Manufacturer narrative:
Correction: please note the product code captured has been updated from lgw to ezw at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.